Manufacturer narrative:
(B)(4). Provided on initial medwatch report is exact date. Device was discarded. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported unspecified failure mode and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report a user facility medwatch report ((B)(4)) was received containing the following information: "(B)(6) male s/p r internal iliac coil embolization for ectatic iliac anatomy ((B)(6) 2015 repeated on (B)(6) 2015). Patient was admitted for an expanding 5cm abdominal aortic aneurysm (aaa). During procedure proglide perclose did not deploy properly. The device was wrapped and set aside, while procedure continued with a new device." The facility reporter was subsequently contacted and no additional information was provided.

Event description:
It was reported that suture placement was attempted in the right common femoral artery with proglide devices using the preclose technique prior to an endovascular aortic repair (evar) procedure. The arteriotomy was 6f. Reportedly, an unknown device malfunction occurred. The sutures of two proglide devices were successfully placed using the preclose technique. The sheath was upsized to an 8f then a 16f and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: sheath: pinnacle 6f, 8f, and check flow 16f, heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.